Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and the metal part of the grasping section was exposed. The tissue pad was cut. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. The distal end of the tissue pad of the subject device was melted and extended. The user cut the extended part with the scissors and continued the procedure. The intended procedure was completed with the subject device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was worn and the metal part was exposed. The coating for electric insulation of the probe was partially missing. This is the report regarding the protrusion of the tissue pad and the missing of the probe coating for electric insulation.